Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx2745 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the patient with the PICC line presented with a phlycten with pain and bleeding at 2 cm from the entrance. It was decided to remove the PICC because of possible extravasation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 5fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. Microscopic inspection of the sample did not reveal any damage or other evidence of leakage. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>15 seconds) pressurization. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time.

Event description:
It was reported the patient with the PICC line presented with a plycthen with pain and bleeding at 2 cm from the entrance. It was decided to remove the PICC because of possible extravasation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the patient with the PICC line presented with a plycthen with pain and bleeding at 2 cm from the entrance. It was decided to remove the PICC because of possible extravasation. Additional information received 09/09/2022: "reported a suspicion of excavation for this power PICC. Since our declaration we have learned of the occurrence of mucormycosis for the patient following this installation."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the patient with the PICC line presented with a phlycten with pain and bleeding at 2 cm from the entrance. It was decided to remove the PICC because of possible extravasation. Additional information received 09/09/2022: "reported a suspicion of excavation for this power PICC. Since our declaration we have learned of the occurrence of mucormycosis for the patient following this installation." Additional information received: patient is receiving ongoing treatment.